Manufacturer narrative:
Initial reporter: zip code is not indicated at this time. The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was initially reported by a consumer that, on (B)(6) 2015, contact lenses were rinsed in error with un-neutralized lens care solution, resulting in a burning sensation and red eye. Additional information received by the consumer later that same day stated that medical attention was sought; the consumer reported being diagnosed with inflammation of the cornea and red eye. Levofloxacin eye drops and fluorometholone eye drops were prescribed four times per day for three to four days (specific dosage unspecified). The consumer was instructed to discontinue contact lens wear for three to four days, returning to the treating physician for follow-up (unspecified time-frame). Additional information received by the consumer on (B)(6) 2015 states that a follow-up visit with the treating physician occurred on (B)(6) 2015, with the physician stating that there was no problem with the eye; no treatment was prescribed and no instruction was given for a follow-up visit. The patient declined to provide contact information for the treating physician; no further information is expected.